Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation is observed. ¿ black particles were observed on the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV and exchange from textured to smooth due to the patient's concern with the product. Healthcare professional reported rupture discovered during explant surgery. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and patient's concern with the product.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV and exchange from textured to smooth due to the patient's concern with the product. Healthcare professional reported rupture discovered during explant surgery. The device has been explanted.